Event description:
As reported by the user facility: brief inquiry description: near miss with a ppn infusion for a patient via infusomat and 363033 IV set, in which there was a lot of bubbles passed through the tubing beyond the sensor and almost reached the patient. The patient had approximately 1 hour left in the infusion before it would be changed at 1600 and the nurse entered the room to find that a large amount of air had bypassed the pump and was on the patient side of the tubing. The ppn bag hadn't overflowed to the far-right chamber which had gone dry, leading to air in the line. The air bubbles should have alarmed the pump and stopped the transfusion, but a significant amount of air did bypass the pump and the alarm did not sound. The nurse stopped the pump and brought pump still connect with tubing to the nursing station. Therapy was interrupted as clinician had to stop pump and remove tubing from patient before air bubbles reached patient.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) used samples without packaging, four (4) unused samples in original packaging and one (1) photograph were provided for evaluation. Upon visual evaluation of the returned samples no defects were observed. To replicate the reported defect of air in line during use, the samples were attached to the pump and then tested by running therapy while staggering the flow rate throughout the therapy. No alarms occurred, nor were any air bubbles noted during testing. Additionally, a leak test was performed to all samples and no leakage was detected. The photograph was inspected, revealing the presence of air in line inside the tubing. A measurement of the outer diameter of the pump tube segment was taken and resulted to be 0.153 inches, which meets the specifications. Based on the information from the investigation, the defect is confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformance's were noted during the in process or final product inspection. A batch record review was performed, and all test results and process parameters were within specification. A possible root cause of air in line defect could be related to an incomplete priming of the IV-line, infusion of cold solutions which may exhibit air bubbles coming out of the solution as the fluid warms, or incomplete filling of the drip chamber during priming. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.